Event description:
Alleged the beds head section raises unintentionally.

Manufacturer narrative:
The account determined the left siderail caregiver control board caused the unintentional movement. The account replaced the caregiver control board to repair the bed.